Event description:
It was reported that a damaged motion button on the epiq 7c ultrasound system control panel handle caused a shock to the user. There was no patient involvement. No further information was provided. The motion button board and motion button were replaced to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
It was initially unknown which type of shock the user received; however, additional information reported the user received a static shock. The device did not perform as intended, however, this malfunction does not pose a risk to health to patients, users, or bystanders because if this malfunction were to recur it would not be likely to cause or contribute to a death or serious injury. This event was determined to be not reportable.